Event description:
It was reported that in (B)(6) 2019 the patient had a linx device implanted and nine months later started getting nauseated with multiple dry heaves. All physical tests are negative. Patient had the linx device removed in (B)(6) of 2021 but the doctor was unable to get the entire device out due to scar tissue. Three beads were left. Patient continues to have nausea and dry heaves having about 22 episodes per month on average. Patient emailed asking if possible for the linx device to contain traces of any gluten type substance. Patient has celiac disease and gluten can trigger nausea. Patient is searching for all possibilities as the device worked great while it was implanted.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Exact day of the implant and explant is unknown. Assuming first day of the month for both implant and explant. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do we have permission to reach out to your explant surgeon to ask the below questions? If yes, please provide a full name and email address/phone number for the explant surgeon. When we call they will ask for your date of birth, what is your date of birth? Answer = I went through metal testing and was negative for all metals. Dob. 8/11/1960 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the exact date the implant took place? What is the exact date the explant took place? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported nausea and dry heaves? Besides the reported nausea and dry heaves, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Will the 3 remaining beads be removed? If yes, what is the date? If no, why not? Why were the 3 beads not removed during the original explant procedure? Will the device be returning for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.